Event description:
It was reported that upon reviewing the electrogram (egm) for an atrial high rate episode, it was noted that the atrial channel markers were missing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.